Event description:
The device was used during a laparoscopic cholecystectomy procedure. The clips did not load properly. The surgeon used another instrument to complete the procedure. No pt injury reported.